Event description:
It was reported that a device was used during an unknown procedure. The device blade shield did not cover blade after penetrating. Another device was used to complete the case. There was no consequence to the pt.